Event description:
It was reported the insulin pump was not working correctly. Customer's spouse stated she things it is a motor error. The screen says rewind complete but the piston was at the bottom of the reservoir compartment. Customer's spouse stated the piston should be at the bottom of the reservoir when it was complete. Failed battery test alarm was noted in the device alarm history. Customer stated she knew it was from a recent battery change. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.